Event description:
It was reported by the patient that the battery light on the remote monitor would flash and then the monitor would power off, even after trying two new sets of batteries. The patient was returning the monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.